Event description:
It was reported that the patient presented in the emergency room for an implant procedure. During the procedure, it was difficult to insert the lead into the header. The lead was exchanged, and the procedure was successful. The patient was stable post-procedure.

Manufacturer narrative:
The analysis was normal. No anomalies were found.